Event description:
It was reported that the navigation system showed the kwic needle in the pedicle which was not accurate, the kwic needle was instead located in the disk space as confirmed by the fluoro tracker. To complete the procedure, the surgeon kept the c-arm in and placed the k-wires and screws using the fluoro. If a navigation system displays a tool in wrong position, it could cause permanent impairment of body function or permanent damage to a body structure. No medical interventions, adverse consequences or clinically significant delays were associated with the event.

Manufacturer narrative:
It was determined after receiving further clarification from the customer that this event was not a reportable event per cfr 21, part 803. The event was related to another manufacturers device. The customer has alerted the other manufacturer of the product malfunction. This supplemental is being filed to identify a MDR was not required for this event as the event was not related to a stryker device.

Event description:
It was reported that the navigation system showed the kwic needle in the pedicle which was not accurate, the kwic needle was instead located in the disk space as confirmed by the fluoro tracker. To complete the procedure, the surgeon kept the c-arm in and placed the k-wires and screws using the fluoro. If a navigation system displays a tool in wrong position, it could cause permanent impairment of body function or permanent damage to a body structure. No medical interventions, adverse consequences or clinically significant delays were associated with the event.